Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease (toxicity), lung disease, and death. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged eye irritation, kidney disease, lung disease, reduced cardiopulmonary reserve, dizziness, headache, and respiratory tract irritation. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that product investigation laboratory initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. Product investigation laboratory also observed customers humidifier heater plate did heat. High pitch blower whine observed. Pieces of sound abatement foam, consistent sound abatement foam, were found in the blower box, inside the bottom of the enclosure, and at the air output port. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. The sound abatement foam at the bottom of the enclosure visibly showed that it was degraded, was moist and had a large piece of sound abatement foam missing from the formation. Large piece of sound abatement foam was stuck to the side of the blower motor. Pieces of sound abatement foam, consistent with sound abatement foam, were found in the water tank. Product investigation laboratory was able to confirm the presence of degraded sound abatement foam. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device. No errors were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Unknown greasy residue behind air inlet filter at around air inlet. Missing sd card cover. Dust-like contamination inside humidifier enclosure, on and under the heater plate, and on the dry box. Unknown hard greenish white deposits under flip lid assembly and inside water tank. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.